Event description:
New infusion pumps were implemented at our hosp starting in early 2009. Since implementation, a total pumps have been removed from service due to error codes. Specifically, codes 111, 136, 137 and generalized codes 308 and 408. All failure codes resulted in a return of pumps to the manufacturer. MFR has replaced pumps. A software error has been discovered by MFR and is being addressed. In the interim user education was provided to avoid the sequence of key pad entries that results in this failed condition. MFR has not provided a cause for the hardware failures. Loaner pumps have been provided by MFR. We understand that we were one of 4 hospitals which implemented a new software/hardware version of the simbiq pump. The other three hospitals have reported same problem. Impact on pt safety will be a disruption of treatment when pump fails. The pumps are alarming and the infusion stops when the pump fails. The IV pump is used with MFR's safety software mednet version 5.4. One pt incident occurred due to a delay in treatment. A pt was receiving an infusion of medication due to low blood pressure. When pump failed (it alarmed properly), there was a delay in getting a replacement pump. The bp dropped during delay.